Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, a 34mm valve was selected for implantation via the right groin over a medtronic left ventricular guidewire. After confirming proper valve loading through fluoroscopic inspection, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 23mm non-medtronic balloon. The valve was initially deployed and then recaptured due to the implant depth of 0 mm on the non-coronary cusp (ncc) and 1 mm on the left coronary cusp (lcc). During the second deployment, an infold was observed, prompting the valve to be recaptured and retrieved from the patient¿s body. A second valve was loaded, confirmed for proper loading via fluoroscopic inspection, and deployed at a depth of 4 mm on the ncc and 5 mm on the lcc. Post-implantation assessment revealed no gradient or paravalvular leak. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012792523); product type: 0195-heart valves; implant date: n/a; explant date: n/a; product ID: l-evolutfx-34 (lot: 0012999658); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the valve was returned to the galway return product analysis (rpa) lab loaded within the capsule of the delivery system. The galway rpa lab deployed the valve and forwarded it to the santa ana rpa lab. The valve was received inside a heart valve return kit jar, fully submerged in cloudy 0.2% glutaraldehyde solution. The valve exhibited discoloration consistent with blood exposure. The valve was received in a crimped configuration, with the inflow aspect displaying an elliptical appearance. As received, all leaflets were observed in an open position. The leaflets were stiff resulting in incomplete coaptation. All leaflets appeared dehydrated. Deep creases and frame imprints were present across the leaflet surfaces, indicating that the valve had remained in a crimped or compressed configuration for an extended period. All commissures appeared intact. All sutures appeared intact. The valve was submerged in a warm saline bath (approximately 37°celsius). The frame expanded, resolving the elliptical inflow appearance. The valve appeared to retain a compressed state, likely associated with extended time inside the capsule of the delivery system. No damage, such as bends or kinks, was observed on the frame following warm saline submersion. Due to the returned condition of the valve, a deployment simulation could not be performed. Image review: 12 fluoroscopic cine loops of the pre-implant balloon aortic valvuloplasty (bav) and implant procedure were provided for review. An extract from the patient executive summary was also provided for anatomical review. Adverse events that may be associated with the use of the evolut fx+ system include, but may not be limited to, the following: prosthetic valve dysfunction (regurgitation or stenosis) due to bending (out-of-round configuration) of the valve frame; under-expansion of the valve frame; calcification; pannus; leaflet wear, malposition (either too high or too low)/malplacement. Images 1, 2, and 3 show the annulus and left ventricular outflow tract (lvot) dimensions and severe calcification from the summary report, respectively. No outflow-crown overlap can be seen during fluoroscopy load-check on image 4. Image 5 reveals that the first valve sat too high and should have been re-sheathed. The reported infold that was noticed during the second deployment attempt is visible in image 6. Although sitting quite deep and being under expanded, image 7 shows the successfully implanted second evolut 34 mm valve. A 34 mm valve was chosen and pre-dilation for this valve size followed. The small balloon size chosen can be seen as a cautious approach but ¿ due to significant calcification in the aortic root anatomy. Evolut frame infolding can be facilitated by a variety of unfavorable factors, including inflow crown overlaps during loading, excessive leaflet, annulus and lvot calcification and patient anatomy. The implant team acted by replacing the evolut system with a new one as soon as they discovered the infold. Since the fluoroscopy-check did not show a misload, it can be excluded as the cause for the infold. The report reveals a significant level of calcification in the valve and lvot region. This unfavorable anatomical configuration may have been contributing to the formation of the infold during the first re-sheath. The calcified aortic root anatomy can be seen as the most likely cause for the formation of the infold and the subsequent need to replace the evolut system with a new one. No adverse patient effects were reported. Updated d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.